Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 804:26; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 804:26 was confirmed during product evaluation in the pump's event history. This condition is a software failure that is not reproduced after cycling power to the pump. No repair is necessary as this issue does not require hardware replacement.additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. This issue is being investigated through CAPA. Should additional information become available, a follow-up medwatch will be submitted.